Manufacturer narrative:
Please note that the following reports are made by the same facility: - (B)(4) (your reference number: 9680654-2026-00004-00). - (B)(4). - (B)(4).

Event description:
It was reported that the a patient experienced hemoperitoneum in (B)(6) 2025.

Manufacturer narrative:
The devices were not returned for evaluation. To facilitate a thorough investigation, three requests for additional information were made to the customer. Despite three follow-up attempts, no additional information was received. A review of the device history record could not be performed as the lot number was unknown. A review of the specifications for ovum aspiration needles found that there are a number of controls and processes in place which would identify a blunt or damaged needle prior to shipment. These include: - packing shall be accomplished in such a manner as to ensure that the product, during shipment and storage, will not be permanently distorted and will be protected against damage from exposure to weather or any normal hazard. Twisted kinks shall not be acceptable. - the outer surface and inner lumen clean, smooth, bright and free from defects, free from foreign matter, scale and kinks. - check needle bevels for burrs, sharpness, damage and echo tip positioning. - visually check the cannula surface for damage or marks. The clinical evaluation report (cer) for ovum pick-up needles addresses that haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. The cer concludes that the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. Based on the information, a definitive root cause could not be determined. The potential root causes are: - patient related factors, - procedural complications. This issue has been previously investigated in CAPA pr339773, which was initiated to address the increase of bleeding after using cook ovum pick-up needles. A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture from jan-2019 to jun-2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there is no fault/non-conformance of single and double lumen devices, their labelling, IFU, manufacturing, clinical use. CAPA-00290 was initiated on 23-jul-2025, to investigate the trend in hemoperitoneum/bleeding complaints in single lumen needles. This CAPA is currently pending verification. After considering this event the risk associated with the use of this device is still deemed adequate. Please note that the following reports are made by the same facility: - (B)(6)(your reference number: (B)(4)), - (B)(6) (your reference number: (B)(4)), - (B)(6) (your reference number: (B)(4)).

Event description:
It was reported that the a patient experienced hemoperitoneum in (B)(6) 2025.